Manufacturer narrative:
Acute hospital staff report that there was not change in patients pain or other symptoms while admitted. Testing performed at the acute facility was not able to identify any cause for the symptoms. Removal of the trial leads relieved the patient's pain symptoms, seeming to show some correlation between the lead placement and symptoms. Although some correlation appears to be shown, there is insufficient information available to draw any conclusions as to the exact cause of the patient's pain and poor motor control of the lower extremity.

Event description:
The patient was seen on (B)(6)2025 to initiate a trial phase with nalu to treat chronic pain in the lower extremity after having a procedure to treat varicose veins. Anesthesia was administered to the patient and the trial leads were inserted under fluoroscopic imaging to target the inferior saphenous nerve. The procedure is reported to have gone smoothly and the leads were visualized to be in the desired location. During recovery, the patient reported feeling stimulation on the lower leg, but not at the site intending to be treated. The patient additionally reported new onset of extreme pain in the lower extremity along with inability to move that leg. The patient was able to stand and walk to the restroom in recovery but then later stated could not walk. Motor and physical function was tested by the physician while in the post-op recovery area. The patient was transported to an acute facility for further testing and monitoring. While admitted to the acute facility the patient underwent testing including CT scan which had no notable findings and showed good blood flow and supply in the affected extremity. The implanting physician removed the trial leads on (B)(6)2025 and the patient reported that pain levels returned to pre-implant levels.